Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the right ventricular (rv) defibrillation conductor was flexed and fractured.

Event description:
It was reported that there was high impedance on the right ventricular (rv) high voltage and superior vena cava (svc) coils. An alert was triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.